Event description:
It was reported that during lubrication, it was difficult to move the gears. A characterization test was performed, giving a toque of 42. No patient involved. Results of the investigation have concluded that the snaplock assembly was broken, which makes it a reportable event.

Manufacturer narrative:
H10: h3, h6: the navio handpiece, intended for use in treatment, had an issue where the gears would not move prior to a procedure on (B)(6) 2017. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The lead screw nut was broken at its threads. A characterization test was run and the nut retracted to the rear hard stop and remained there while the rest of the snap lock extended and retracted. After a few attempts, the motor failed to move the snap lock. The broken portion of the lead screw nut was spun away manually from the rear hard stop and the snap lock started to move again. It is most probable that the broken nut became lodged against the rear hard stop during the on-site test and caused the higher torque value. The root cause of this issue was found to be mechanical component failure. A device history record review found the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports.